Manufacturer narrative:
D4: corrected the serial number and UDI.

Manufacturer narrative:
B5: added additional information regarding the pumps return status. H6: added a040601.

Event description:
The pump is not available for return.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 59-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease and dialysis dependence. Insertion was difficult. While attempting to advance the impella 5.5 through the graft anastomosis, the pump repeatedly became caught and kinked at the inlet position. Multiple guidewires were attempted, including platinum plus, 0.035-inch safari, and amplatz wires, without success. The artery was noted to be small, and after multiple attempts there was concern for catheter integrity. The decision was made to remove the device. The reported events are failure to advance, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had small anatomy preventing successful delivery of impella. Pd-cannula assembly- (twist, bent, kinked): the cause of product damage was most likely patient condition since patient had small anatomy.